Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of myopotential noise via reduced intrinsic amplitudes. The patent was line dancing at the time of the shock. There was a stored false atrial fibrillation episode due to oversensing and undersensing. The sensing vector was set to the secondary vector. Office testing was able to reproduce the noise. Technical services discussed the data with the caller. The clinic has now reprogrammed the sensing vector to the primary vector. There were no additional adverse patient effects. The system remains implanted.